Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported they have two rechargeable devices implanted in september and stated the right one is connecting/charging fine, but patient is having difficulty connecting when charging the left implant, it connects for a brief time and then disconnects. Patient stated it takes 45 mins to an hour to charge ins due to this. They took charger out of belt and they were still having difficulty connecting initially, but then stated they were able to successfully connect to charge ins. Patient then stated on call while waiting on hold for agent that pt found sweet spot and they were charging successfully with excellent connection. They are sitting when charging. Pt stated ins battery level is now at 80% and was at 40% when they began charging, and it has been over an hour since they started charging. The manufacturers rep was notified about this today and advised them to call in to patient services. Agent asked for event date and patient stated the first couple times they charged it went pretty well and it has been going downhill since then and takes them a long time to charge left ins. Patient was successfully charging ins with excellent connection for duration of call, will make note of placement of charger and will continue charging ins fully. On 2021-may-03 (B)(4): additional information was received from the patient (pt). They reported the same information previously reported in this case. The pt clarified the issue is that they are having a hard time charging their right ins. The pt confirmed this was all a continuation of event previously reported in this case and pt clarified the correct issue is that pt can't connect/charge with right ins, but can connect and charge fine with left ins (pt stated this information was provided incorrectly in initial call). The pt stated they had a healthcare professional (hcp) appointment and stated they met with a mdt rep at that appointment to help charge their ins in april and stated it worked to charge at that appointment, but the pt stated since then they were still having trouble trying to charge at home. The pt stated they have tried to charge both while holding recharger on ins and while using belt. Patient services walked pt through trying to charge right ins on call. Pt stated they were getting recharger not found and stated this is the issue they have been having. Patient services reviewed message meaning and troubleshooting step to reset recharger. The pt stated they had tried to reset recharger before and that didn't resolve the issue. The pt confirmed following recharger reset that they were able to connect recharger with handset and successfully begin charging their right ins. The pt confirmed charging right ins successfully at end of call and stated they were getting excellent connection (ins is at 60%). The pt was charging while holding recharger on ins over thin clothing and were going to continue charging ins fully. The pt reported on call when palpating ins that they weren't able to palpate ins until yesterday and pt reported they believe their ins "rotated perpendicular to my body". The pt stated they were playing around with ins when they were lying down yesterday and pt was able to locate ins, but they still weren't able to connect to charge ins yesterday. Pt clarified it seems like their ins has flipped insidetheir body and the pt thinks this may be contributing to the problem. This is all related to pt's right ins. Patient services redirected pt to hcp to address this issue and check the ins. The pt mentioned they are going back to see dr. (B)(6) in (B)(6) for botox..